Event description:
It was reported the intellivue multi measurement server x2 does not alarm audibly. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and the customer requested onsite repair. A philips field service engineer (fse) was dispatched and determined that the speaker assembly required replacement. The fse replaced the speaker. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporter phone number: (B)(6).